Manufacturer narrative:
Technician found that the head up was not working and would not work manually due to the "head up" valve being stuck. Replaced head up valve to resolve this issue.

Event description:
Information indicated that the "head up" function was not working on the bed.